Manufacturer narrative:
Additional information: section h-4 (device mfg date) has been updated based on the DHR download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported high readings with a horizontal trend arrow when scanning the adc freestyle libre senor with her iphone7plus-1241-2301304, while on holiday in dubai. On (B)(6) 2019, the customer subsequently lost consciousness and emergency services where called. The customer's friend was able to get the customer to the hotel and treated her with "glucogel" for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported high readings with a horizontal trend arrow when scanning the adc freestyle libre senor with her (B)(6), while on holiday in (B)(6). On (B)(6) 2019, the customer subsequently lost consciousness and emergency services where called. The customer's friend was able to get the customer to the hotel and treated her with "glucogel" for hypoglycemia. There was no report of death or permanent injury associated with this event.